Event description:
Report received from canada stating that the "footplate broke off inside the patient and was never found after x-rays." The device was being used in a craniotomy procedure. There were no patient or user injuries reported. There was no additional information provided.

Manufacturer narrative:
The device was received by anspach. The device was evaluated and found that the protective foot plate had been drilled into by a cutter. The event was confirmed. This was most likely caused by the cutter/cranitome being mis-assembled at some point at the customer site. If additional information is received, a supplemental report will be sent.